Manufacturer narrative:
As reported, some of the capsure fasteners did not fixate presenting loose within with the body and were removed. Based on the available information and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2023.

Event description:
As reported, during laparoscopic ventral hernia repair on (B)(6) 2024, an experienced surgeon used capsure device to fixate the ventralight st with echo ps mesh. It was reported that all 30 fasteners have been deployed in which some of the fasteners did not fixate the mesh. The loose fasteners were removed from the patient's body. The procedure was completed using same device and there was no patient injury.